Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a query of the complaint handling database for the reported lot revealed no other similar complaints reported from this lot. The investigation was unable to determine a cause for the reported missing retrieval catheter. It may be possible that the emboshield nav6 box was previously opened to use the retrieval catheter and inadvertently placed back into the inventory at the account; however, this could not be confirmed. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that emboshield nav6 embolic protection device packaging was opened and it was noted that the retrieval catheter was missing. The device was not used and there was no patient involvement. No additional information was provided.